Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08-sep-2025, it was reported that a beta bionics ilet user experienced hyperglycemia with a peak blood glucose value of 328 mg/dl after insulin leakage was observed at the connector. The user¿s caregiver performed a full supply change, and insulin delivery resumed with glucose values returning to range. No outside medical intervention was required.